Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Device also received with cracked case near belt clip rail corner, cracked case (battery tube) and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call numbers were not ramping on their own. Blood glucose was 260mg/dl, 270mg/dl. Upper arrow was not working. Customer stated down arrow allowed them to navigate screens. Customer also reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.